Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and illegible. Customer's blood glucose level was 171 mg/dl. Technical support arranged for a pump replacement, as the device was within warranty, and informed the customer of storage and return instructions. Meanwhile, the customer opted to use manual insulin delivery to ensure continuous insulin management.